Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the corrosion found during device evaluation is traced to component failure. The most probable cause of the burn found during device evaluation is traced to the user operating the high-energy device without maintaining sufficient distance from the patient. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited burnt plastic distal end cover and air/water-cylinder has corrosion. There was no patient involvement.